Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ancef (1 gram daily) and intraperitoneal ceftazidime (1 gram daily) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the patient was retrained on proper aseptic technique. At the time of this report, the ancef and ceftazidime were discontinued and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was not reported, however, the date the antibiotics (ancef and ceftazidime) were discontinued on (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.